Manufacturer narrative:
The device was received for evaluation containing fluid in the bladder. A visual inspection performed via the naked eye noted evidence of leak (backflow) at the fill port when the fill port cap was opened. The reported condition was verified. The cause of the leak/backflow was due to a particle stuck under the device checkband. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the device stressmember. The stressmember is located inside the bladder. Small shaving from the stressmember may have been stuck under the checkband during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaking from the top of the device. This was observed during priming, after dextrose was added to the device. There was no patient involvement. No additional information is available.